Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 415 mg/dl at the time of incident. Customer reported that insulin pump was without a battery through out the evening and she had the high blood glucose since the insulin pump was not sending her insulin because she did not change battery. Customer said she took a pill to sleep and did not heard the alarm on the insulin pump when it told her to change the battery. Customer reported this was not a insulin pump's issue. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer got sensor signal not found alerts. The insulin pump will not be returned for analysis.